Manufacturer narrative:
(B)(4). The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device failed temperature and noise assessment. It was found that the device failed temperature assessment (123.4 degrees should be less than 118 degrees), also failed noise assessment (78db should be less than 76db). During repair it was observed that the bearings are worn out and corroded. The assignable root cause was determined to be due to component damage caused from normal use and servicing over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device had failed noise, and temperature assessment. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.